Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the capture management device feature showed higher thresholds than the in-office manual measurements. Despite trying capture thresholds in different positions, the measurements were still consistent in the clinic. Testing and patient monitoring were suggested. The device is still in use. No patient complications were reported as a result of this event.